Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) failed closure due to pulsating blood from the site and oozing profusely around where pressure was held. Hemostasis was achieved by manual compression for 30 minutes or less. No further complications were noted. There was no reported patient injury. The device was used in a coronary procedure using a retrograde approach. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the right common femoral artery. The sealant was deployed to the proper location. The patient had no swelling or hematoma as a result of the bleeding. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d4, g3, g6, h1, h2, and h6 as reported a 6/7f mynxgrip vascular closure device (vcd) failed closure due to pulsating blood from the site and oozing profusely around where pressure was held. Hemostasis was achieved by manual compression for 30 minutes or less. No further complications were noted. There was no reported patient injury. The device was used in a coronary procedure using a retrograde approach. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location was the right common femoral artery. The sealant was deployed to the proper location. The patient had no swelling or hematoma as a result of the bleeding. The product was not returned for analysis. A product history record (phr) review of lot f2233201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.